Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty procedure, the stent was explanted. The target lesion was located in the posterior descending artery. A 3.50x20mm promus element plus was successfully deployed. Upon removal of the ez 300 cm filterwire, the promus element plus stent was explanted and removed with the filterwire. The procedure was completed using another same filter wire and stent. No further patient complications were reported and the patient's status is fine.